Manufacturer narrative:
(B)(4). This complaint for particulate matter is confirmed. Mountain home received one unused set in an opened pouch in reference to particulate matter (pm). The set was visually inspected and noted embedded pm approximately 6" 10" down from the cassette inside the patient line tubing. The pm was consistent with the buildup seen on the pin bushing during the extrusion process. No other visual defects were noted. The complaint was confirmed in the lab for embedded pm. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain the sample from the nurse for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
Customer reported that he has a cassette that was contaminated with a bug. Patient just opened the box and will check to see if the rest are contaminated. During follow up, the home patient (hp) stated that his wife was setting up for therapy and opened the box of the new luer lock cassettes and while setting up found something in the tubing. The hp's wife showed it to the hp and the hp stated it looked like either a small bee or an ant, whatever it was, he said had wings. The hp stated that he contacted his facility who told him to bring the cassette in. The hp was able to continue therapy with the rest of the cassettes in the box which were checked and not affected.